Event description:
It was later reported that the mpu was equipped with a v-lock connector on the ac power cord. The ac power cord come loose at the wall outlet or from the back of the unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via log file analysis. Review of the log files revealed no external power events on 20jan2026, 21jan2026, and 26jan2026. During these events, no external power and power cable disconnect alarms were captured due to loss of external power while connected to the mpu. The alarms resolved once power to the mpu was restored. The backup battery provided support to the system without issue during each loss of power. No other notable events or alarms were captured. Reported information stated the patient had 6 no external power alarms. One was due to power outage and the other 5 only occurred when connected to the mpu. A new mpu was given to the patient. The mpu was equipped with a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. The mobile power unit, serial number (B)(6), was not returned for analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 IFU 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 IFU section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The ""patient care management"" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 IFU section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 IFU section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had 6 no external power alarms. One was due to power outage and the other 5 only occurred when connected to mobile power unit (mpu). A new mpu was given to patient. No external power events were recorded on 20jan2026 and 21jan2026 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted.